Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient current status was after 10 rehabilitation sessions patient still have difficulty with hand movements. The adverse event experienced by the patient was pain.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation was reported as (B)(6) 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient went to a follow-up visit on an unknown date. Patient complained of pain and difficulty with hand movements, though has undergone rehabilitation. During the checkup, the doctor noticed that a screw had broken. The doctor was unconcerned and stated that it meant the bone was healing. Patient originally underwent four-corner fusion (fcf) following removal of the stumps of the carpal scaphoid on (B)(6) 2018. No revision surgery is planned. A two years follow-up visit is scheduled. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1), screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown screw. This is report 1 of 1 for (B)(4).